Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's device, exhibited a gradual rise in shock impedance measurements up to the 140 ohms range. Technical services (ts) discussed troubleshooting options, however no interventions were performed at this time. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's device, exhibited a gradual rise in shock impedance measurements up to the 140 ohms range. Technical services (ts) discussed troubleshooting options, however no interventions were performed at this time. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms and the shock vector was programmed rv-to-can. Technical services (ts) discussed guidelines for boston scientific devices, however the patient was implanted with a non boston scientific device. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.